Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leak from disc. Patient reported fine. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be supplier related. One 20 g x 0.75 in. Safestep infusion set with a valved y-site was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed with a 12 ml syringe of water and a dripping leak was found emanating from the base of the needle. A microscopic observation revealed fluid flowing around the needle within the needle housing and emerging where the needle shaft protrudes from the housing. Very small bubbles and voids were observed in the adhesive within the needle housing. The cause of the leaking infusion set appears to be the application and poor coverage of the adhesive within the needle housing during product assembly at the supplier facility.

Event description:
It was reported that leak from disc. Patient reported fine. No other information was provided.